Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387-40, lot# j0428226v, implanted: (B)(6) 2004, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387-40, lot# j0309560v, implanted: (B)(6) 2003, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient had stated feeling shocking going up and down his arm and left side of the body. It had happened 10-20 times over 20 minutes and then it had stopped and had not done it again in the last 2 hours prior to the report. There were no falls or traumas noted. The healthcare professional was going to have the emergency room turn off the contralateral implantable neurostimulator (ins) and see what happened. The symptom had resolved on its own when he had come to see the healthcare professional. The deep brain stimulator was interrogated and found to be functioning well. The patient¿s motor fluctuation, medication overdose and side effects had all improved after deep brain stimulator. The healthcare professional had recommended not having strenuous neck turning and stretching movement to reduce the possibility of excessive pulling or compression of the connecting wire along neck a rea. It was possibly related to compression of the connection wire to the skin or soft tissues, along the neck and posterior area. Less likely due to short currency as the current was within normal limit and there was no extremely low impedance.